Event description:
It was reported that, pt tha done approx 2 yrs ago, presented with hip pain, surgeon said acetabular cup looked loose, booked pt for revision of acetabular implant. Dr. Noted pt had a rejuvenate stem in, I explained stem was recalled, intraoperatively doc determined the joint was infected, doc put in antibiotic spacer in to address infection before reimplantation.

Manufacturer narrative:
The following other hip devices were also listed in this report: unk rejuvenate neck, unk head, unk cup, unk liner, unk screw. It cannot be determined which, if any of these devices may have caused or contributed to the pt's revision infection. An eval of the reported device(s) cannot be performed as the device(s) were retained by the pt and were not returned to the MFR. Add'l info pertaining to the devices referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-02105.